Manufacturer narrative:
(B)(4). Final analysis found that both the atrial and ventricular ring contact springs had foreign material - epoxy - on its outer surfaces. This likely caused the reported noise from the field.

Event description:
It was reported that during implant of the pulse generator noise with both right atrial lead and right ventricular lead, also noted was connector anomaly,. The device was removed and a new device implanted. The patient was doing well and will continue to be monitored.